Event description:
Caller reported aviva blood glucose results of 345 mg/dl, 234 mg/dl, and 83 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.